Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter and that on or about a year post implantation, the struts of the filter perforated the organs. The struts fractured and migrated. The filter was also tilted and embedded in the wall of the ivc. The patient had blood clots, clotting and occlusion of the ivc. An attempt was made approximately a year and three months post implant to remove the filter, but the attempt was unsuccessful. The original implant was successful and the patient tolerated the procedure well. The patient is reported to still suffer from clogging, swelling and sweating, and reports that all of the veins in the venal system are collapsed and had five stents put into place. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Without procedural films for review, the reported filter tilt and potential fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Per the optease instructions for use (IFU), filter fracture and tilt, a, are known potential long term events associated with the use of the complaint device. Penetration of the filter legs into the vena cava wall is considered part of the endothelialization expected when the device is left as a permanent implant, and does not represent a device malfunction. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. With the limited information available it is not possible to determine what factors may have contributed to the reported difficulties encountered by the patient with the ivc filter or the ¿clogging, swelling, sweating, and collapsing of veins and stent implants. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.(B)(4).

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc) and blood clots. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicated that on or about a year post implantation, the struts of the filter perforated the organs. The struts fractured and migrated. The filter was also tilted and embedded in the wall of the ivc. The patient had blood clots, clotting and occlusion of the ivc. The patient is reported to still suffer from clogging, swelling and sweating, and reports that all of the veins in the venal system are collapsed and had five stents put into place. The filter was attempted to be removed on or approximately a year and three months post implantation and the attempt was unsuccessful. On or approximately four months after, the filter was removed. Originally, the patient had the filter implanted as there was evidence of significant pulmonary embolism and had a large clot in the proximal left leg. The patient tolerated the index procedure well and the filter was successfully implanted.

Manufacturer narrative:
The following additional information received per the patient short form (psf) indicates that the filter was occluded. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc) and blood clots. The patient became aware on or about a year post implantation, the struts of the filter perforated the organs, the struts fractured and migrated, the filter was also tilted and embedded in the wall of the ivc. There was clotting and occlusion of the ivc, and occlusion of the filter. The patient is reported to still suffer from clogging, swelling and sweating, and reports that all of the veins in the venal system are collapsed and had to have five stents put into place, anatomical location not provided. The indication for the filter implant was evidence of significant pulmonary embolism and had a large clot in the proximal left leg. The patient tolerated the index procedure well and the filter was successfully implanted. The following day a percutaneous intravenous central catheter was placed in the right basilic vein, the reason for the catheter was not provided. Approximately fifteen months post implant an unsuccessful percutaneous retrieval attempt was made to remove the ivc filter, details not provided. Approximately four months after, the filter was removed. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor a conclusion about the reported events be drawn. Blood clots, thrombosis in the filter, ivc stenosis, vein stenosis and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter fracture, tilt, perforation and migration could not be confirmed, and the cause could not be determined. Without films for review the reported filter occlusion could not be or further clarified. It is unknown if it related to thrombosis or stenosis. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. With the limited information provided it is not possible to establish a relationship between the reported events and the filter, procedural and/or patient factors may have contributed to the difficulties. Sweating and swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.